Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this electrode presented to the emergency department as the xyphoid incision site had opened. The patient was placed on antibiotics. An invasive procedure was performed. The xyphoid incision was excised and closed. No additional adverse patient effects were reported.